Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. A brk needle/stylet assembly from current inventory was inserted through the dilator/sheath assembly. Resistance was noted as the brk needle reached the distal end of the dilator. The dilator tubing was cut lengthwise; evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming skiving of the dilator.